Manufacturer narrative:
Investigation summary: eight used 10ml safety-lok syringes were received and visually evaluated. The syringes all had unknown white medication residue throughout the luer collar, tip and fluid path areas. No damage or molding defects were observed in the 8 returned syringes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received. The reported defect is likely associated with end user¿s connecting to the needle or another device.

Event description:
It was reported on several occasions that bd safety-lok¿ 3ml syringe, luer-lok¿ tip experienced leaking while using the syringe. From response email received: 1. I do not have an exact total for how many times this happens. Dr. 1 has told me that it happens almost every day. He hasn't reported it to me every time it happens though. I've told him since opening up a case with you, to keep track and gather samples of the syringes when this happens. I have also asked dr. 2 (who has reported to me that this happens to him as well) to gather sample syringes when this occurs with him. 2. Again, it is very difficult to provide exact dates of occurrences as the doctors have not reported to me each time the leaking has happened. 3. Dr. 1 did start providing me with samples on monday, (B)(6) 2019. I currently have 5-3cc syringes where the leaking occurred. (B)(6) 2019. (B)(6) 2019. (B)(6) 2019. ----dr. 1 primarily uses 3cc luer lock safety syringes for his cortisone injections unless he is performing an aspiration. Dr. 2 primarily uses 10cc luer lock safety syringes--I have yet to obtain any samples of 10cc syringes. I am hoping to provide you with a variety. When dr. 1 performs a cortisone injections he uses 2-3cc syringes, 1-18x1-1/2 needle, 1-25x1-1/2 needles. 1-3cc syringes is used to draw up anesthetic and inject anesthetic, he leaves needles in patient and changes out to the 2nd 3cc syringes and inject cortistone/anesthetic mix. (If needed, I will ask which needle he uses the draw and inject). I have asked the doctor if he tightens the syringe/needle enough, especially when switching to 2nd syringe and he said yes. 4. The reported issue did not cause any serious injury, adverse event, or medical action. 5. The leakage seems to be occurring at the luer lock/hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported on several occasions that bd safety-lok¿ 3ml syringe, luer-lok¿ tip experienced leaking while using the syringe. From response email received: I do not have an exact total for how many times this happens. Dr. 1 has told me that it happens almost every day. He hasn't reported it to me every time it happens though. I've told him since opening up a case with you, to keep track and gather samples of the syringes when this happens. I have also asked dr. 2 (who has reported to me that this happens to him as well) to gather sample syringes when this occurs with him. Again, it is very difficult to provide exact dates of occurrences as the doctors have not reported to me each time the leaking has happened. Dr. 1 did start providing me with samples on monday, (B)(6) 2019. I currently have 5-3cc syringes where the leaking occurred. (B)(6) 2019. Dr. 1 primarily uses 3cc luer lock safety syringes for his cortisone injections unless he is performing an aspiration. Dr. 2 primarily uses 10cc luer lock safety syringes--I have yet to obtain any samples of 10cc syringes. I am hoping to provide you with a variety. When dr. 1 performs a cortisone injections he uses 2-3cc syringes, 1-18x1-1/2 needle, 1-25x1-1/2 needles. 1-3cc syringes is used to draw up anesthetic and inject anesthetic, he leaves needles in patient and changes out to the 2nd 3cc syringes and inject cortistone/anesthetic mix. (If needed, I will ask which needle he uses the draw and inject). I have asked the doctor if he tightens the syringe/needle enough, especially when switching to 2nd syringe and he said yes. The reported issue did not cause any serious injury, adverse event, or medical action. The leakage seems to be occurring at the luer lock/hub.